Manufacturer narrative:
Device is not available for evaluation.should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Device is not available for evaluation. Should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.

Event description:
Letter from an attorney alleges his client was struck by a powered wheelchair causing a fracture to the right ankle.

Event description:
Letter from an attorney alleges his client was struck by a powered wheelchair causing a fracture to the right ankle.